Manufacturer narrative:
Additional information was received from (B)(6), indicating "this pump is owned by us. No issues could be replicated or confirmed. Pump passed all pm testing. Pump will not be shipped to smith's medical for evaluation."

Event description:
Information was received indicating that smiths medical cadd-legacy pump didn't work right. The pump kept beeping and would not run. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension. There were no adverse effects to the patient due to the reported event.